Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy pd fluid. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized on the same day as the onset. On an unreported date, the patient was treated with vancomycin injection (2 grams, route and frequency not specified) and tobramycin (40 milligrams, route and frequency not specified) for peritonitis. At the time of the report, the patient was still hospitalized and the outcome was unknown. Action with dianeal and extraneal therapies were not reported. No additional information is available.